Event description:
It was reported that a handpiece became hot and burned a patient's lip. A blister developed and the patient was administered ibuprofen as a result.

Manufacturer narrative:
Per the FDA public health notification: patient burns from electrical dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the patient until the after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required in this event, there have been previously reported events received in the last two years involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device involved was returned and evaluated and it was found that the cap was damaged in a manner consistent with the handpiece being dropped, causing the button to stick in the downed position, resulting in friction and overheating.